Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 12 x 3.50mm promus premier stent was advanced but was unable to cross the lesion. The device was removed from the patient in order to use a guidezilla guide extension catheter however it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.